Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not power up despite being plugged into a power source for an extended period of time. Additionally, the touch screen display was reportedly "glitching" and the customer also alleged that the pump did not deliver the full requested amount of a bolus. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy. The customer declined to provide further information regarding the issues and declined troubleshooting assistance from tandem technical support.